Manufacturer narrative:
12/30/1997-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the instrument could not be removed from the application site. The surgeon manually manipulated the device free and applied suture to reinforce the staple line. The hosp has reported that no pt injury occurred.